Manufacturer narrative:
Device is combination product.

Event description:
It was reported that dissection occurred. The de novo target lesion was located in the left anterior descending artery. A 2.75 x 38 mm promus premier select stent was implanted to treat the target lesion but when orthogonal views were taken of the deployed stent, a distal edge dissection was noted. The procedure was completed by covering the dissection with a different device. The patient was stable at the end of the procedure.